Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used during a laparoscopic supracervical hysterectomy and bleeding was noted from the previously sealed areas. The amount of blood loss was not provided by the customer. There was no patient injury. The nurse opened another device of the same type and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found no defects. The customer reported that the surgeon did not feel that the device was properly sealing. The reported condition was not confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer¿s complaint. All seal cycles were completed satisfactorily and end tones heard indicating a completed activation cycle. The investigation found the device to function normally. No failure mode was identified.